Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The day after event onset, the patient was hospitalized for the peritonitis event. On an unknown date, the patient was treated with unknown antibiotics for the event. On an unknown date, pd therapy was discontinued and the patient was shifted to hemodialysis therapy. On an unknown date, the patient recovered from the peritonitis. It was reported the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.